Event description:
During a cardiopulmonary resuscitation (CPR) code while delivering a therapy shock, the clinician noted that a shock was not delivered to patient and that smoke and spark was noted near the multifunction sternum electrode. The nurse (rn) noted that one of the cables leading to the sternum electrode was dislodged and separated. The CPR team exchanged the multifunction electrode and continued with code with no additional issues. The rn involved in the CPR stated that this was not the only occasion where the wires separated from the therapy electrodes. Therapy electrode removed and sent to biomedical with packaging for evaluation and unusual occurrence report (uor) follow up.======================manufacturer response for multifunction defibrillation electrode, onestep (per site reporter).======================awaiting response from account executive.what was the original intended procedure?CPR during code.device #1is this a laboratory device or laboratory test?no.